Event description:
It is reported that the device was implanted in 2004, and revised in on the event date, due to osteolysis. The original revision surgery was to occur eight days prior, but the surgeon was unable to implant the preferred devices, due to not having the necessary devices. The devices were implanted back in the patient with cement as a placeholder until the devices were available for surgery eight days later. On the same day, the surgeon replaced the cement placeholder as planned, with the necessary devices.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The devices were in vivo for approximately 4 years and 11 months. Provided x-rays suggest wear to the medial side of the articular surface, based upon the position of the medial femoral condyle relative to the lateral femoral condyle. Furthermore, tibial osteolysis appears to be present near the medial bone screw based on x-ray translucency. The surgical notes additionally, indicate osteolytic cysts on both condyles of the femur and that in 2009, multiple pieces of polyethylene were found to be mobile within the joint. As part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.